Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that a pinhole endoleak in the stent graft was seen on anglogram requiring implantation of an iliac limb at a later date. Angiograms were received and an independent physician completed their interpretation. The physician reported that it was difficult to determine whether there was a pinhole in the graft causing an endoleak. He reported that there does appear to be filling along the right limb of the graft; however, the angiograms indicate the endoleak appears to be retrograde filling from a branch of the hypogastric artery. The independent physician recommended further imaging with additional CT angiograms to determine the presence or absence of an endoleak. In the presence of a pinhole endoleak, the physician stated that treatment with additional iliac limbs would be appropriate. No additional clinical sequelae were reported.